Event description:
During verification testing at the mfg facility, it was noted that the ground prong of the ac power cord plug was broken off.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The event that is being reported was noted during, verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).